Event description:
Cannot remember a specific day but the company ships heart monitor devices and the pairing phone with it. Management has been trying to cut cost on the cleaning process which shouldn't be a thing. Staff is not properly stocked on cleaning supplies. And have to reuse dirty microfiber rags when cleaning the heart sensors, heart sensor cases, phones, and phone cases that stick onto patients. Also the reuse of supplies that come back in should be looked into as well. A few patients have received bacterial infections from the heart sensors. It¿s supposed to be a sterile environment but not all employees of upper management follow that rule. And when voicing concerns employees are talked or degraded about among upper management. Devices go through a process of being received, cleaned, quality checked, and packed. During that process not everyone is wearing the proper ppe in the department. So hair nets, paper lab coats, and gloves. It is not a true lab environment for the processes that the company so called says they want to implement. The reuse and handling of supplies should be looked into as well. All of this has been occurring for months and people are scared to speak out in fear of losing their jobs or retaliation. (B)(6) is the quality supervisor, and (B)(6) is the operations manager, warehouse manager rock , and along with the supervisor marcus. Some of them have suggested reusing the microfiber towels because there is not a sanitation system in house to clean them properly so they have to go out somewhere and clean them. People should not be reusing dirty clothes to clean multiple devices. Majority of these sanitary issue spread from the inbound, outbound, and pair tech departments. Multiple people have voiced concerns about cleaning process and re-use of supplies that come back from the heart monitor kits. People are stressed out and fearing the repercussions if they speak out. But the concern should also be for the patients that receive these devices that are potentially contaminated due to the work environment they are coming from.